Event description:
"The spike of the transfer set was broken by clean flash auto." The date of how long the set was in use is unk. There was no patient injury or medical intervention associated with this incident.